Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. The patient alleging visualization of particles and other (unspecified event). The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. The patient has alleged of having respiratory tract irritation, kidney disease/toxicity, and other pulmonary issues. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem and serious injury, both. Section "adverse event/product problem" in box b, section "type of reported complaint", "patient outcome code grid (1)", and health impact grid (1) in box h has been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. The patient alleging visualization of particles and other (unspecified event). There was no report of patient harm or injury. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.